Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4.2 was not functioning. A field service engineer (fse) retrieved and replaced the mother board (moab) then shut down the station, accessed the back of the main half-height (hh) legacy drawer 4.2, disconnected the medcart cable and control board, removed the original moab, installed the new one, reseated the cubies, reconnected the cable, and rebooted the station to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had failed drawer. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.